Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user¿s dexcom g7 sensor did not pair with the ilet and displayed ¿pairing with sensor,¿ and after the user rubbed a magnet across the sensor as instructed, the sensor initiated warmup and pairing proceeded, with no reported impact on blood glucose. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included customer troubleshooting and education focused on sensor pairing to the ilet. Investigation of this case revealed a transient pairing issue resolved through reinitiation of sensor communication using a magnet, with no device component damage or persistent malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was a communication pairing anomaly between the cgm sensor and the ilet, resolved with standard troubleshooting.